Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On 27-june-2024, patient's father reported that the infusion set lost due to tape not sticking. No further information available.